Manufacturer narrative:
Evaluation of the returned lightning confirmed a solid red light. The device was plugged into a demonstration engine with the switch in the off position. The green indicator light illuminated, and then the light turned into solid red. The error code was checked and indicated that the switch pressure sensor was not functioning properly. The lightning housing was opened, and no damage was observed. The lightning power cable was disconnected and reconnected and the same issue occurred. The root cause of this issue could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of solid red light indicator.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using lightning aspiration tubing (lightning) in the pulmonary artery. During the procedure, the indicator light on a lightning was solid red at the start of the case. The lightning was then removed, and the hospital staff used a new lightning to complete the procedure. There was no report of an adverse effect to the patient.